Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer writer went to client home as client was in need of a gripper change for their portacath. Writer was to draw bloodwork from old gripper before changing to the new one. When writer went to flush the port, it was noted to have air bubbles, so writer stopped and attempted to withdraw/get blood return. Writer had syringe fill with mostly air and small amount of blood. The gripper tubing appear to have a break or default that caused air to leak in through the middle/secondary port. So during infusion, air was leaking in through this broken port. Client was unsure how long it had been like that but did report feeling like it was infusing slower than normal as of the day before. Writer removed the broken gripper and ensured new one was patent and intact before insertion. New gripper had no issues. No obvious harm. Partial break ¿ pinpoint hole

Event description:
It was reported by the customer writer went to client home as client was in need of a gripper change for their portacath. Writer was to draw bloodwork from old gripper before changing to the new one. When writer went to flush the port, it was noted to have air bubbles, so writer stopped and attempted to withdraw/get blood return. Writer had syringe fill with mostly air and small amount of blood. The gripper tubing appears to have a break or default that caused air to leak in through the middle/secondary port. So, during infusion, air was leaking in through this broken port. Client was unsure how long it had been like that but did report feeling like it was infusing slower than normal as of the day before. Writer removed the broken gripper and ensured new one was patent and intact before insertion. New gripper had no issues. No obvious harm. Partial break ¿ pinpoint hole.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.